Event description:
After 1 month of implantation, this ICD was explanted due to an infection.

Manufacturer narrative:
November 17, 2009since the device was not returned, the production history and sterilization records were reviewed. The records showed this device was manufactured, sterilized and released according to applicable standard operating procedures. Device was not returned.